Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to non-function. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. First, a spectranetics 13f tightrail sub-c rotating dilator sheath was used to separate the ra lead from the rv lead in the subclavian area, and the ra lead was removed successfully. Next, a spectranetics 16f glidelight laser sheath and spectranetics large visisheath dilator sheath were used to target the rv lead. Advancement was made to the distal coil of the lead, when the patient¿s blood pressure dropped. Tension was released on the lead, with no recovery in the blood pressure, and rescue efforts began, including CPR, bypass, and sternotomy. A small perforation in the inferior vena cava (ivc) was discovered and repaired. The decision was made to abandon the lead; therefore, the rv lead, along with the lld ez, were cut/capped and remained in the patient. There was no attempt to unlock the lld ez. The physicians suspected that the perforation was caused by tension on weak tissue in the heart. The patient survived the procedure. This report captures the lld ez providing traction to the rv lead when the perforation occurred, requiring intervention, and was cut/capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) great vessel perforation and cut/cap are known risks of complication with use of the lld. The physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.